Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. The fse found a leaking wash probe #1 and replaced it. Fse also found the wash syringe leaking and replaced it. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was leaking wash probe #1.

Event description:
On (B)(6) 2016, a customer reported overflow sensor failure with their aia-900 analyzer. The customer is unable to run fsh, lh ii, prl, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lh ii, prl, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.